Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The proximal conductor of the lead became extrinsically distorted due to pullin g/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. The analyst noted significant explant damage throughout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds. It was noted that the patient experienced exit block. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead was damaged during the rv lead explant. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.